Manufacturer narrative:
(B)(4). We are currently attempting to retrieve the complaint device for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the headgear strap of four rt045 non-vented hospital full face mask broke during patient use. The four units broke on the same patient while patient was trying to remove the masks. There was no reported patient consequence.

Event description:
A healthcare facility in canada reported via a fisher & paykel healthcare (f&p) field representative that the headgear strap of four rt045 non-vented hospital full face mask broke during patient use. The four units broke on the same patient while patient was trying to remove the masks. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). The rt045 non-vented hospital full face mask features a mask base, seal, and headgear. The mask is intended to enable noninvasive positive pressure ventilation (nppv) therapy (CPAP or bi-level) to be delivered to spontaneously breathing adult patients with respiratory insufficiency or respiratory failure and have been prescribed nppv. The masks are to be fitted and therapy maintained by trained medical practitioners in a hospital/institutional environment with patient monitoring in place. Method: the complaint rt045 was received at fisher & paykel healthcare (f&p) new zealand, where it was visually inspected. Results: visual inspection found that the headgear at the back was broken apart. Conclusion: we were unable to determine the cause of the reported problem. The rt045 non-vented hospital full face masks are visually inspected at the time of production, and those that fail are rejected. Our user instructions illustrate in pictorial format the correct set-up and proper use of the rt045 non-vented hospital full face mask. It also states the following: ensure adequate patient monitoring is in place. Verify that the therapy device, including alarms and safety systems, are functioning correctly prior to use. The mask must be fitted and therapy established by an appropriately trained medical practitioner or care provider. This mask may only be used in a hospital or clinical setting where the patient is adequately monitored by trained medical staff. Failure to monitor the patient may result in loss of therapy, serious injury or death.